Event description:
The customer's father reported that his son was hospitalized as a result of low bg levels; a low bg of 38mg/dl was experienced. The father was concerned that the pdm's bg meter "was not accurate". While at the hospital, readings from the pdm's bg meter were compared with readings from the hospital's bg meter - all readings were found to be within the acceptable 20% tolerance limit. It was determined that the pdm's bg meter "was accurate" and that the doctor would adjust the customer's basal rates on the pdm.

Manufacturer narrative:
The pdm will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The report included a claim that the pdm's bg meter "was not accurate". Bg readings from the pdm's meter and the hospital's meter were taken and compared: bg results were confirmed to be within the acceptable 20% tolerance limit. It was therefore, determined that readings taken from the pdm were accurate. As a corrective measure, the customer's doctor adjusted settings on his pdm. It is possible that "user error" was a factor in the reported event, as incorrect pdm settings programmed by the customer could have led to the low bgs as reported. It should be noted that the customer continued using the pdm after the event. The omnipod user guide instructs users to check their blood glucose levels frequently so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry a back-up meter as well as extra supplies in case of an emergency.